Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was confirmed to have been returned with the battery status at elective replacement indicator. External visual inspection identified no anomalies. A review of the memory confirmed the presence of leakage on lead fault as well as a low voltage fault. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a current drain decrease. Analysis concluded the high current drain causing the premature battery depletion was isolated to the 12v power supply of the hybrid. The exact cause of the high current could not be determined as the current drain ended up returning to normal during analysis and did not return.

Manufacturer narrative:
A revision procedure to explant this pacemaker has been planned but has not occurred yet. This event will be updated once the pacemaker is explanted, returned, and analysis has been completed.

Event description:
Boston scientific received information that the battery of this pacemaker was suspected to be prematurely depleting as there was only four months of remaining longevity left. Review of device data by engineering confirmed the power consumption of the pacemaker higher than expected. At this time no intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field and surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.